Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on peritoneal dialysis (pd) therapy contacted customer service to report a patient has been diagnosed with peritonitis. Upon follow up, the pdrn stated the patient was experiencing symptoms of abdominal pain and cloudy effluent. The patient presented to the outpatient pd clinic and a pd culture was obtained, the culture results were an elevated white blood cell (wbc) count consistent with peritonitis. The cause of the patient¿s peritonitis was reported as a breach in aseptic technique during the pd exchange. The patient¿s culture results were positive for peritonitis; however the organism was unknown. The patient was treated with vancomycin intra-peritoneal (ip) on an outpatient basis per clinic algorithm. It was reported that the patient is be recovering from the event and continues pd treatment with the same cycler without any reported issues. Additional details were requested, however, not provided.